Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a rod gripper was found with worn teeth during a routine set inspection. There were no surgical impacts associated with this event.

Manufacturer narrative:
The returned rod gripped was evaluated. There was some minor wear found on the teeth which is likely the result of repetitive uses. The gripper functioned as expected when tested with a mating rod. A review of the manufacturing records did not identify any issues which would have contributed to this event.